Event description:
The facility's biomedical technician contacted gambro and requested a gambro technical specialist rep inspect a phoenix machine. Biomedical technician stated a pt expired toward the end of a dialysis treatment. The only machine alarm was the venous pressure alarm. It is the corporate policy of this facility, to have the machine inspected by the MFR's technical service rep prior to returning the machine to clinical use. According to the nurse manager, they do not believe that a failure of a gambro device caused or contributed to the adverse event. Per corporate policy, no further clinical info will be disclosed. The cartridge blood set, the revaclear dialyzer, and the bicart column have been retained by the clinic and will not be returned to gambro unless the corporate risk management suspects these devices may have caused or contributed to the event, if so, they will notify gambro. The machine was inspected by a gambro technical specialist rep who found it to be operating within MFR's specs.

Manufacturer narrative:
The bicart involved in this incident was retained by the facility and will not be returned for eval and the lot number was not provided by facility director. Gambro identified the lot number of the bicart shipped to this customer prior to this event as lot 05292 and 05304. Nothing in the device history record shows of any nonconformity and there are no customer events referring to this lot number. Gambro has found no evidence to suggest that any gambro device caused this event.